Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was hospitalized for low blood glucose on (B)(6) 2015. Blood glucose at the time of admission was 40 mg/dl. Customer stated their healthcare provider determined the perceived cause of their low blood glucose was from their programmed settings. The customer also reported a crack on their insulin pump's screen. Customer reported dropping their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.